Event description:
On (B)(6) 2025, the patient called reporting that about 8 hours after changing supplies, his blood glucose (bg) dropped to 55 mg/dl before stabilizing with upward arrows. He wanted to understand why his bg fluctuated so quickly. The agent reviewed the bionic report and found that the drop was not related to the supply change. Instead, bg spiked after a double meal announcement and then plummeted. It was noted that when the patient does not meal announce, bg generally remains in range for longer periods, whereas double meal announcements often cause spikes. The patient let the ilet pump correct her bg level the agent explained they could not provide medical advice and recommended the patient discuss this with their trainer. Additional training was scheduled for 08/18/2025 so the patient could review meal announcing practices and receive appropriate guidance. The patient understood and was satisfied with the plan. The patient felt fine, and no symptoms were reported during the event. No medical intervention reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.